Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g1, h6. The following sections were corrected: b1, b2, d1, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Section d10: concomitant products: lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial# (B)(6) ). Logic cr tib insert std, sz 4, 9mm (cat# 02-012-47-4009 / serial# (B)(6) - recall device z-0021-2022). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(6) ). Holding pin headless 3" (4 pk) (cat# 201-46-10 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately nine years post initial tka, the male patient was revised due to bone loss. The cones for biomet were not big enough to fix the defect so surgeon bailed to competitor's sleeves. The explants are not available. No further information available. As of note per surgeon; "it was one of the worst bone loss cases he has seen.".